Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use (discolored, nicked, gouged) and the impactor head has fractured. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tibial impactor plastic cracked. This occurred after the case when the rep was putting the instruments back together. There was no patient involvement.